Event description:
Two incidents occurred during a valve placement procedure, two separate delivery catheters had a sizing wing break off in the patient after measurement of the airway. All wings were removed from the patient using suction. The following device deficiency was not associated with an adverse event.